Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 455 mg/dl. Customer reported they felt nausea, difficulty sleeping, tired and headache. The customer treated for high readings by using insulin pump and blood glucose during call was 297 mg/dl.. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was also using the auto mode feature at the time of the incident. The customer performed the troubleshoot for the high readings. The insulin pump will not be returned for analysis.